Manufacturer narrative:
Quality controls were tested on the meter and passed. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose results from accu-chek inform ii meters for one patient. The patient had severe edema and when capillary finger blood tests were performed, the customer believed the samples were diluted by the presence of fluid. With accu-chek inform ii meter serial number (B)(4): at 1:11 am, the operator performed a fingerstick and the result was 52 mg/dl., at 1:12 am, the operator performed a fingerstick and the result was 53 mg/dl., at 2:08 am, the operator performed a fingerstick and the result was 54 mg/dl., at 8:01 am, the operator performed a fingerstick and the result was 28 mg/dl., at 8:18 am, the operator performed a fingerstick and the result was 40 mg/dl., at 8:31 am, the operator performed a fingerstick and the result was 16 mg/dl., at 8:33 am, the operator performed a fingerstick and the result was 38 mg/dl., at 8:46 am, the operator performed a fingerstick and the result was 41 mg/dl., at 8:50 am operator started an it line, ran a test on the meter with a sample obtained, from the line, and got a result of 187 mg/dl. With accu-chek inform ii meter serial number (B)(4): at 5:25 am, the operator performed a fingerstick and the result was 23 mg/dl., at 5:43 am, the operator performed a fingerstick and the result was 82 mg/dl.. With accu-chek inform ii meter serial number (B)(4): at 11:10 am, the operator performed a fingerstick and the result was 21 mg/dl. At 11:20 am, the operator performed a fingerstick and the result was 33 mg/dl.

Manufacturer narrative:
The customer returned strips of lot 480326. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. No apparent reagent discoloration testing was performed using glycolyzed blood. All testing with the returned strips produced acceptable results and no strip defects were observed. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. No information was provided that would point to a cause for the result discrepancy.